Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead) was part of a system revision due to infection. A large vegetation on lead was noted. There were no additional adverse patient effects reported. The lv lead was explanted.

Event description:
Supplemental report is being filed to add patient code. There is no change on the MDR decision. No additional adverse patient effects were reported. Boston scientific received information that this left ventricular (lv) lead) was part of a system revision due to infection. A large vegetation on lead was noted. The patient also had endocarditis. There were no additional adverse patient effects reported. The lv lead was explanted.